Event description:
Medtronic received a report of a Pipeline device that had possible failure to open/deformation damage. The patient was undergoing surgery for treatment of an IC-PC(internal carotid artery meets the posterior communicating artery) aneurysm with a max diameter of 8mm and a 5.2mm neck diameter. It was noted the patient's vessel tortuosity was unknown. It was reported that during FD placement for an 8 mm IC-PC aneurysm, deployment of the stent was started from M1, and when sleeve return was attempted, the delivery catheter almost slipped and fell to the proximal side, so deployment was done by wire push. As the middle portion of the stent started to inflate, the stent was once returned into the microcatheter, and when deployment was started again, it was confirmed that the distal edge of the stent was deformed. The stent was deployed longer, and the system was pushed and pulled, but the distal deformation did not resolve, so it was retrieved. It was noted that there was incomplete deployment in the distal stent portion. The Pipeline was not positioned in the a curved vessel segment. More than 50% of the Pipeline was extended during the incomplete deployment. The Pipeline was resheathed 3 or more times. No action taken, such as using another device, in order to deploy the stent. The Pipeline was resheathed and retrieved together with the microcatheter. Resistance was felt during deployment. The procedure was completed using another company's stent and coil. No abnormalities or damage observed in the concomitantly used catheter. The actual product was not used on a patient with an infectious disease. The Pipeline was used off-label. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.